Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient was presented with hematuria and abnormal vad parameters. Ramp study positive for vad thrombosis. The patient underwent a pump exchange and was implanted with another manufacturer's device.